Event description:
It was reported that during treatment of a moderately calcified lesion in the mid right superficial femoral artery, wire damage/fraying was observed with the nitrex guidewire. A 7x45 non-medtronic sheath and an embolic protection device were used. The vessel was post-dilated. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Nothing detached off the nitrex guidewire and no intervention was required for removal of the device. The device was safely removed from the patient. A new product was not required as the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.